Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer was unable to obtain additional information about the reported event. As such, no device analysis can be performed and the details of the event, as well as the root cause, remain unknown. The event was reported in a conservative manner, due to limited information. However, it is not possible to confirm from the reported information that a device-related adverse event has occurred.

Manufacturer narrative:
The manufacturer did not receive further information about this event, despite attempting to follow up. As such, the nature of the event and the root cause remain unknown. It remains unconfirmed whether an adverse event occurred or whether there was any product deficiency. Unable to follow up; not returned.

Event description:
It was reported that a memo 3d rechord, size 28, was implanted and explanted intra-operatively. No other information was provided.